Event description:
The complaint is classified based upon info the patient/layperson gave to the customer care advocate, cca, on may 2, 2008 and to this senior medical affairs specialist on may 16, 2008. The pt alleged that her one touch ultra meter would not turn on, resulting in treatment in the ER. Because the pt did not have a new battery, the issue could not be resolved. The cca replaced the products. For approximately one week, the pt allegedly did not take her daily insulin when she was unable to turn on the meter. Typically the pt tests before taking a 30/70 mixture at 8 a.m, noon, and 8 p.m. She cannot recall the name of the insulin. During the week without insulin, the pt developed a headache, dizziness, thirst, and frequent urination. On two days prior to original date at 9 a.m, the pt went to her doctor's appointment for a spinal shot. Because the nurse indicated the pt did not look well, she tested the patient's blood glucose on the office meter. Due to a result that was "[too high to register a number]", the pt was sent to the hospital emergency room where she was given IV solution and a total of four insulin shots, one every four hours. After 4-5 hours, the pt was sent home. The complaint is reported as an adverse event because the pt alleged that she was unable to test for a week and claimed she experienced symptoms that can be associated with hyperglycemia after the reported issue. She also reported that she required insulin treatment in the hospital after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.